Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported entrapment occurred. An opticross 6 hd was used during intravascular ultrasound of the right coronary artery (rca). When the physician attempted to remove the opticross 6 hd, it became stuck on the samurai wire that was in the patient. The physician was eventually able to remove both devices. There were no patient complications.